Event description:
Customer reported erroneous high accutni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned. Another sample was drawn. Repeat analysis was performed with both samples. The test results were within the normal range. No report of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma collected in tubes with a gel separator. Samples are centrifuged for 3 minutes on a statspin centrifuge. Samples were full draws and normal in appearance with no sign of hemolysis. All 3 levels of accutni quality control were within the customer's established ranges prior to and after the event. A routine system check was performed after the event on (B)(6) 2010 and passed within instrument specifications. On (B)(4) 2010, the field service engineer performed the hardware verification protocol; no issues were noted. There were no hardware issues identified which would have contributed to the event. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.